Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers: 3006705815-2020-33450, 1627487-2020-49271. It was reported the patient's system was autoreducing due to high impedances on both leads. The patient may undergo surgical intervention to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced. During the procedure, it was noted that both of the leads were fractured. The patient reported being "tossed around" multiple times riding multiple rides on roller coasters. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.